Event description:
Report received from (B)(6) states: "cutter does not have sufficient, nearly no cutting activity. Aspiration is there. Strong background noise in the handpiece. No pt impact."

Manufacturer narrative:
The device was requested for evaluation; however, has not been returned. Should additional info become available, a supplemental report will be submitted. Sterilization and lot history records were reviewed and no exceptions were found.